Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The technical service representative (tsr) cleared the alarm for the patient and informed the patient of the alarm's meaning. The tsr reviewed the ultrafiltration (uf) results. The total uf equaled 1949ml. The cycle 5 uf equaled 3096ml, the cycle 4 uf equaled -318ml, the cycle 3 uf equaled -309ml, the cycle 2 uf equaled -166ml, and the cycle 1 uf equaled -354ml. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 12000ml, a total time of 10 hours, a fill volume of 2400ml, and a last fill volume of 0ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the high drain 105 alarm. The rn stated she was aware of the alarm and that there was no patient injury or medical intervention associated with the event. The rn stated the patient has been continuing therapy on the cycler successfully and has not reported any other drain volumes or other symptoms that meet iipv criteria. No allegations were made against any of the patient's dialysis products.